Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of the fiber fractured cannot be confirmed as no sample has been returned. Without receiving product to evaluate, a root cause cannot be determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage" a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4). Correction to section h6: component code. Initial report had more than the correct code added, these codes were removed, the remaining component code is the correct component.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
Device 2 of 2: a physician reported that 2 of the 9 nevertouch frs 65cm kits received at the account, contained bent fibers. This was discovered, during procedure preparation, when the fibers were taken out of the box and were inspected. The customer had to open an additional kit to complete the following procedure. There was no patient involvement associated with the event as the device was not used for patient treatment. It was reported there was no shipping damage to the outer shipper box or kit packaging. The reported device is not available to be returned to the manufacturer for evaluation.